Event description:
It was reported that the right ventricular (rv) lead exhibited out of range high impedance on both the rv defib coil, superior vena cava (svc) coils, and from rv tip to coil. It was suspect that there was a possible rv defib coil fracture, which was likely caused by a possible loose setscrew problem with the implantable cardioverter defibrillator (ICD) device. It was also noted that the left ventricular (lv) lead measured high impedance from lv tip to rv coil. Another surgery was performed for inspection and concluded a loose setscrew for the rv coil. The setscrew was tightened and everything checked out fine after that. The leads and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Lv impedance elevated at 1140 ohms. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2011; 694958, lead, implanted: (B)(6) 2007. (B)(4).